Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/02/2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the up arrow keypad button is intermittently responsive. There was evidence of contamination found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient reported that the up arrow keypad button became intermittently unresponsive over the past month. She stated that multiple harder presses are required to obtain a response. She stated that she does not clean the pump.